Manufacturer narrative:
Puritan bennett was not authorized to repair the unit. The ventilator is currently not in use. If the customer reports further information, the complaint record will be re-opened.

Event description:
Puritan-bennett received information stating that the unit failed while on patient use. The patient was not harmed or injured as a result of the event. It is not verified that the vent was inoperable, and that a malfunction occurred.